Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.50x24mm stent delivery system (sds) was returned for analysis. Stent not returned. Stent separated from sds. The balloon was reviewed. There was no stent on the balloon. No damage was noted to the balloon. The balloon folds were present however they were relaxed from their original tightly folded position indicating that the balloon may have been inflated and deflated. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02jan2019. A 3.50x24mm promus element drug-eluting stent was received with no issues reported. However, returned device analysis revealed stent damage.